Manufacturer narrative:
H3: one device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Previous repair was completed on 14 nov 2019. The customer reported issue was verified through the force test. The probable cause of the issue was a damaged force sensor ribbon cable. The force sensor was replaced to resolve reported issue. The pump was recalibrated and passed all performance verification testing.

Manufacturer narrative:
B3: unknown; no information has been provided to date. E1 - initial reporter phone: (B)(6). H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a force sensor error after replacing force sensor, and a printed circuit board (pcb). There was no reported patient involvement.